Manufacturer narrative:
Three good faith attempts were made to the customer, to retrieve complaint information. However, customer service was unable to collect the information from the clinician.

Event description:
Part/interface does not engage.